Manufacturer narrative:
The manufacturer previously reported the device's oxygen blending module board was replaced to address an oxygen leak issue. The oxygen blending module board was not replaced, the oxygen blending module assembly was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an oxygen leak was observed. The device's oxygen blending module board was replaced to address the issue.